Manufacturer narrative:
Na: the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22 mm amplatzer amulet was selected for implantation using an unknown delivery system during a procedure intended to close the left atrium. Following implantation of the prosthesis, ultrasound imaging identified a filament-like image associated with the device. During the procedure, a question was raised as to whether this finding represented thrombus formation or a sewing filament from the tissue within the disc of the prosthesis. The device remained implanted, and no immediate change to the implant status was reported.